Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a higher than expected thyroid stimulating hormone (tsh) result of >100ulu/ml for one (1) patient sample generated by the access 2 immunoassay system. Upon diluting the sample 1:10, a calculated result of 654.7 ulu/ml was obtained on the same instrument. Additional testing was also performed on the customer's alternate instrument, which continued to produce results well above the normal reference range. This instrument is being documented in MDR 2122870-2011-05192. Subsequent testing at an alternate site on another methodology produced discordant results in a lower clinical category. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No specific sample details were provided. No system details were provided. The customer sent the patient sample to customer product line support (cpls) for additional testing. The cpls results from the patient sample confirmed the presence of heterophile interfering substances, which was determined to be the root cause of this event. Service was not dispatched for this event.